Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a ¿severe burning experience¿ and that their device was ¿burning¿ them when they ¿walked in front of a van.¿ it was further reported the vehicles were ¿speed camera vans using a specific gigahertz level.¿ the issue had reportedly been ¿ongoing for some time,¿ or at least a couple weeks. The patient noted they had been turning their implantable neurostimulator (ins) off in order to avoid the burning sensation. The patient inquired as to ¿how many hz may affect the ins;¿ while product labeling was reviewed with the patient, they were ultimately redirected to follow-up with a healthcare professional (hcp). No further complications were reported or anticipated.